Event description:
It was reported that the atrial lead had low p-waves and the patient was having far field r-wave oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead, (B)(6) 1999, addrl1 implantable pulse generator, (B)(6) 2013. (B)(4).